Manufacturer narrative:
Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Angle of hiss near the esophagus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Last firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Per the rep, these are all the details given.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There was no damage noted to the shaft or end effectors. The device passed all functional inspections and the complaint could not be repeated. The cartridge with which the event occurred was not returned and therefore, no assessment could be made. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure on the last firing with a gold cartridge the device cut but did not staple. A new device was used to complete the procedure. No patient impact reported. These are all the details provided.